Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this chronic left ventricular (lv) lead dislodged from its coronary sinus location. The lead was explanted and replaced with another manufacturer's lead with no adverse patient effects as a result of either the dislodgement or replacement.